Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise 4.5mmd 22mml wno dstl tp vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the delivery wire was returned for evaluation. No appearance of damage was observed. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint regarding stent not opening as expected could not be evaluated since the stent was already detached from the delivery system and not returned for evaluation. It is possible that the marker bands may have converged together but opposed to the vessel wall during the procedure; however, with the limited information available and lack of returned component, this remains speculative. The stent detachment was not documented in the initial report. Assessment of the available findings does not indicate that it is related to the reported issue. The stent and introducer might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were encountered, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported, via a healthcare professional, that during an endovascular embolization, enterprise 4.5mmd 22mml wno dstl tp vascular reconstruction device (product code: enc452200, lot number: 9682206) was delivered to the target site and began to be released, but the distal markers did not fully open or expand as intended. The physician retracted the stent and used a new device to complete the surgery, without replacing the unspecified microcatheter. There were no reported patient consequences or clinical symptoms associated with this event. Additional event information received on 11-dec-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was no procedure delayed/prolonged due to the event. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 9682206. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion is a known potential procedural complication associated with the enterprise vrd. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, via a healthcare professional, that during an endovascular embolization, enterprise 4.5mmd 22mml wno dstl tp vascular reconstruction device (product code: enc452200, lot number: 9682206) was delivered to the target site and began to be released, but the distal markers did not fully open or expand as intended. The physician retracted the stent and used a new device to complete the surgery, without replacing the unspecified microcatheter. There were no reported patient consequences or clinical symptoms associated with this event. Additional event information received on 11-dec-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was no procedure delayed/prolonged due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.